Manufacturer narrative:
Concomitant medical products: 3 system controllers, serial numbers (B)(4). The explanted device was returned for evaluation. The lvad pump was returned with the percutaneous lead (lead) cut approximately 2¿ from the pump housing and a portion of the severed lead, measuring approximately 34.5¿ in length, also returned. Upon disassembly of the returned pump, depositions of blood were found extending from the lumens of the knitted graft, inlet elbow, throughout the pump, and into the lumens of the outlet elbow and outflow graft. All of the depositions found appeared to have been exposed to a fixative agent prior to being returned. Due to this, the composition of the depositions could not be conclusively determined. Continuity testing was performed on the pump-end portion of lead and all wires were found to be electrically intact. No shorts or discontinuities were found during the electrical continuity testing. The shielding and bionate were removed from the pump-end portion of lead and examination of the underlying wires revealed no anomalies. Electrical continuity testing of the distal-end portion of lead did not reveal any discontinuities or shorts. The shielding and bionate were removed the distal-end portion of lead and examination of the underlying wires revealed no anomalies. Both portions of the lead were submerged in a saline bath for hipot testing to check the resistance of each wire's insulation. The test did not reveal any current leakage in the insulation of any of the percutaneous lead wires that would have resulted in an electrical short. A review of the device history records revealed the device met applicable specifications. In addition, three system controllers were returned for investigation. System controller, serial number (B)(4) was functionally tested using the equipment in the manufacturer¿s laboratory and was found to function as intended. The reported event associated with a red heart alarm was confirmed based on the evaluation results of the returned system controller, serial number (B)(4). During analysis the device was connected to laboratory equipment and was unable to operate the test lvad pump in primary mode. Further analysis of the device revealed that the primary drive circuitry was damaged, which prevented the device from operating a lvad pump. The data log file retrieved from the returned device contained pump stop events, which were consistent with the damage sustained to the inner printed circuit board. The damage to the primary drive circuity components appear consistent with an over current situation that can potentially occur from a vad/percutaneous lead issue. The reported event associated with a red heart alarm was confirmed based on the evaluation results of the returned system controller, serial number (B)(4). The system controller was connected to the manufacturer¿s laboratory equipment and was unable to operate the test lvad pump. Further analysis of the device revealed that the drive circuitry was damaged, which prevented the device from operating a lvad pump. The data log file retrieved from the returned device contained pump stop events, which were consistent with the damage sustained to the inner printed circuit board. The damage to the drive circuitry components appear consistent with an over current situation that can potentially occur from a vad/percutaneous lead issue. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The referenced percutaneous lead internal fracture was reported under medwatch MFR report #2916596-2013-01637. Approximate age of device: 2 years, 11 months. The device was returned for analysis. Evaluation is not complete. No further information is available. A supplemental report will be submitted when the device analysis is completed.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient has had a known internal driveline fracture since (B)(6) 2013 and uses an ungrounded cable when the pump is connected to the power module. On (B)(6) 2015, the patient experienced a recurrent audible and visual red heart alarm, even after the system controller was exchanged. Upon arrival at an outside hospital, another red heart alarm with a possible pump stop occurred. Another system controller exchange was performed. It was reported that the patient became unconscious with the alarms and was intubated and given 4mg of epinephrine. The patient was then transferred to the implanting facility. When the patient was being moved from the gurney to a bed, another red heart alarm and pump stoppage event occurred. The system controller was changed again for the third time and the pump restarted. On (B)(6) 2015, new x-rays of the percutaneous lead (lead) were evaluated. The x-ray showed no new areas of concern. The external portion of the patient's lead appeared to be intact. The patient was experiencing pump stop events while on an ungrounded cable. The patient was reportedly not a candidate for a pump exchange. To attempt to prevent further interruption in support, immobilization of the lead and limiting manipulation were recommended. On (B)(6) 2015, while hospital personnel were switching the pump from the primary power module to a backup, the pump would not re-start after being connected to the new power module. The patient expired.